Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (bg); values not provided. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.